Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized twice. The customer was told in the hospital that the insulin pump was not working. The insulin pump passed troubleshooting. The customer was hospitalized again due to a high blood glucose level. The ambulance was called on (B)(6) 2016. Customer's blood glucose level was between 400 mg/dl and 500 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The hospital would not discharge the customer without getting the insulin pump replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis.